Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports having a pod in which the needle had not retracted upon initial activation and had got stuck in the patients infusion site, (arm).